Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right subclavian artery using ruby coils. During the procedure, the physician deployed and detached several ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the physician was unable to advance the coil out of its introducer sheath and into the lantern. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.